Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-sensed t-wave oversensing (pstwos). No changes or interventions were reported. There were no patient consequences.